Manufacturer narrative:
Visual inspection of the returned device noted kinks were present 13.4cm, 40.7cm, 65cm and 88.5cm from the proximal end. The device was also fractured 95cm from the proximal end. Information from the user facility stated no kinks were noted to the device prior to use and the patient's anatomy was severely tortuous. The physician reported encountering resistance when inserting the mid section of the guidewire into the microcatheter and it is probable that the physician applied force to the device when attempting to reach the lesion against resistance. This most likely resulted in the observed kinks and the fracture so the most likely cause for the broken device is operational context.

Event description:
Analysis of the returned device found that it was broken. There was no clinical consequence to the patient.